Event description:
The reporter indicated that a 12.6mm, vicm5_12.6, -9.50 diopter, implantable collamer lens was implanted into the patients right eye (od) on (B)(6) 2022. On (B)(6) 2022 the lens was explanted due to discomfort and headache. The explant resolved the problem.

Manufacturer narrative:
(B)(4). Claim # (B)(4).